Event description:
Reporting status: malfunction. Reporting rationale: potential mislabeling which may impact device tracking. Device issue: potential mislabeling. It was reported that the promus box is labeled a 2.5 x 15; however, upon opening, it was noted that the device inside the box was a 2.5 x 18. The device was not used. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because, boston scientific corporation distributes promus as its own brand, labeling of abbott vascular's drug eluting stent in the us.